Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. When the display returned, the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. The insulin pump alarmed button error due to moisture damage on the keypad trace.